Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during dwell 1. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extensions were in use. The patient had not disconnected prior to the alarm. All of the bags were properly connected. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) had left open the clamp open on the unused line. The technical service representative (tsr) had the hp cycle the power and a system error 2367 occurred. The tsr advised the hp to disconnect, then cycle the power again, and restart the setup with all new supplies. The hc was operational. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.